Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error during an infusion was confirmed based on the review of the logs and was the result of a malfunctioning bottle side pressure sensors. ¿ laboratory testing performed on the returned pump modules found the facility¿s fsa series bottle side pressure sensors output voltage to be sticking intermittently at approximately 4.9 volts with force applied to the sensor pad. The voltage output was observed to not decrease after pressure was released from the sensor pad. ¿ review of the pump module s/n (B)(6) error log showed two errors were recorded on (B)(6) 2023; 240.4150.0, sensor_broken_high_failure, at 8:51 and at 2:31 pm, indicates failure in patient side pressure sensor system. ¿ pump module s/n (B)(6) error log showed the same failure at the reported event date, at 1:35 pm. ¿ according to the event log pump module s/n (B)(6) was attached on 25 november 2023 at 9:51 am to the concomitant pcu s/n (B)(6) and an infusion was programmed at 1:27 pm. Pump module s/n (B)(6) was attached to the concomitant pcu s/n (B)(6) on 25 november 2023 at 1:32 am and an infusion with an estimated duration of 4 hours was programmed (rate=20ml, vtbi=95ml), at 1:36 pm the pump module was attached to a new concomitant pcu s/n (B)(6). ¿ during the infusion of the suspect pump module s/n (B)(6) a channel malfunction was recorded. The table below shows the events for the suspect pump modules. ¿ per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. ¿ per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor; however, the root cause for the pressure sensors malfunctioning was not determined. Note that imdrf annex a040502, c0601, d01 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported channel error occurred on two pump modules within thirty (30) minutes of each other during infusion of high dose inotropes. Both units were connected to separate pc units, running independently of each other. It was noted each module had a bottle-side pressure sensor error 240.4150. There was patient involvement but no harm.

Event description:
It was reported channel error occurred on two pump modules within thirty (30) minutes of each other during infusion of high dose inotropes. Both units were connected to separate pc units, running independently of each other. It was noted each module had a bottle-side pressure sensor error 240.4150. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.